Manufacturer narrative:
Analysis of the AED's electronic log files identified that the device generated an alert on july 2, 2024, following detection of a potential issue during an automated self-test. In accordance with device design, the AED provided a persistent user alert consisting of a flashing red active status indicator (asi) and audible chirping. The log files demonstrate that the alert condition persisted continuously from july 2, 2024 through november 30, 2024. During this period, there is no evidence of user interaction or corrective action (e.g., battery replacement or device inspection) to address the indicated condition. The AED continued to provide the alert as designed until november 30, 2024, at which time the battery pack was either fully depleted or removed from the device. Device functionality, including alert generation and monitoring, was consistent with design specifications. Evaluation of the returned battery confirmed that the battery cells were depleted. Based on the available evidence, the most probable root cause of the event is attributed to failure to maintain the device, as the user did not respond to repeated and persistent maintenance alerts over an extended period.

Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.